Event description:
The device (cev405) was returned to mxi service and repair. The client reported a problem with the sheath/equipment.

Manufacturer narrative:
(B)(6). Evaluation of the device indicated that the sheath was damaged. The sheath was most likely cut during use or the reprocessing stages. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).